Manufacturer narrative:
Clarification to d6a: partial date of feb/2014 provided. Continued e1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "MRI findings indicate that the implant has ruptured". The device remains implanted.